Manufacturer narrative:
Based on available information, fse visited the customer site, evaluated the device, and confirmed that the paddle failure was caused by an abnormal paddle connection. After reconnecting the paddle, the device's function was resumed. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had paddle failure.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.